Manufacturer narrative:
The insulin pump passed the displacement test. However, the unit alarmed with a compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case at the display window corners, and a broken belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer mother confirmed that the pump had not been bumped or dropped prior to the alarm; however, the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.